Manufacturer narrative:
Sensor pack (B)(6) has been returned and investigated. Sensor plug assembly and sharp was observed inside sensor pack. The returned product has not been assembled. Sensor (B)(6) has been returned and investigated. No issues were observed. The sensor was visually inspected and no issues were observed. Further investigation was not performed due to applicator was not returned. If the applicator is returned, a physical investigation will be performed, and a follow-up report submitted. Therefore, issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to apply the adc device and that the "needle was stuck to arm", therefore the customer was unable to monitor their blood glucose. The customer was seen at a hospital to have the needle removed by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to apply the adc device and that the "needle was stuck to arm", therefore the customer was unable to monitor their blood glucose. The customer was seen at a hospital to have the needle removed by a healthcare professional. No further details were provided. There was no report of death or permanent injury associated with this event.